Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum set that the customer reported chemotherapy drugs found leaking from the filter during patient administration. No other information was provided. This captures the first of two events.